Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Medical device problem code 2616 submitted in the initial report was incorrect. 1260 is the correct code for implant fracture and has been corrected in this report. Also investigation findings code 3242 has been added to this report.